Event description:
It was reported that during a right thoracotomy, the staples did not close. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the et45g device was received in good visual condition and with no cartridge present. However, six cartridges were received inside the bag, void of staples and in good visual condition. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.